Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that 2 months after an intraocular lens (iol) was implanted, it was exchanged for a different lens due to an unexpected refractive outcome. The lens was replaced with another lens of same model but one diopter difference in power. Additional information was requested.

Manufacturer narrative:
The customer indicated the use of a viscoelastic, which is not qualified for the lens/monarch combination used. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon indicated that the event was due to the patient's history of dry eye's. The issues have resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned on surgical gauze in an opened peel pouch. The lens case was not returned. Solution is dried on the lens. The lens is cut into three pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).